Manufacturer narrative:
The hospital reported the endoscope and snare will not be returned to olympus for investigation because they did not feel the products had malfunctioned. The endoscope has since been returned to service. There have been no additional complaint regarding this endoscope. The snare was immediately discarded after the completion of the procedure. Based on the information provided by the hospital, and lack of a returned products for investigation, olympus cannot conclusively determine the cause of the user's experience.

Event description:
The hospital reported a patient underwent a procedure and returned to the hospital one day later complaining of pain. The patient was found to have a perforated colon. The patient was subsequently transferred to the operating room for an exploratory, laparotomy, debridement, and closure of the colonic perforation.